Manufacturer narrative:
One sample received for evaluation in unused condition. Visual and functional inspection found no discrepancies. The failure mode of ¿causes pump to alarm¿ was not confirmed. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported the disposable caused the device to alarm when cassette was replaced when changing medication. Troubleshooting was performed but the alarm persisted. After replacing the cassette, the system operated normally. The in-hospital me checked and found no abnormality in the pump. This occurred during patient use, no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.